Manufacturer narrative:
Concomitant medical products: the following devices were used together with the handpiece during the procedure. Product ID: p3334610, serial/lot#: unknown; product ID: 3334625, serial/lot#: unknown; product ID: 3334635, serial/lot#: unknown. Product analysis: - 3334800t: during the incoming inspection, wobbling could not be confirmed, but it was confirmed that abnormal noises were heard during operation of the handpiece. Upon conducting an internal inspection, deterioration of parts such as stainless steel balls, o-rings, noses, and bearings were confirmed due to dirt and rust. - 3334610: upon receiving the device, it was confirmed that the o-ring had deteriorated. - 3334625 & 3334635 (extended burguard I): during the inspection, it was confirmed that the bearing and o-ring were deteriorating. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device is wobbling during use. On follow-up, it was mentioned that the device was vibrating while using on the patient, during a tympanoplasty procedure. There was no delay in the procedure and no backup device was used. There was no patient or staff impact.

Manufacturer narrative:
Concomitant medical products: the following devices were used together with the handpiece during the procedure. Product ID: p3334610, serial/lot#: unknown; product ID: 3334625, serial/lot#: unknown; product ID: 3334635, serial/lot#: unknown. Product analysis: - 3334800t : during the incoming inspection, wobbling could not be confirmed, but it was confirmed that abnormal noises were heard during operation of the handpiece. Upon conducting an internal inspection, deterioration of parts such as stainless steel balls, o-rings, noses, and bearings were confirmed due to dirt and rust. - 3334610 : upon receiving the device, it was confirmed that the o-ring had deteriorated. - 3334625 <(>&<)> 3334635 (extended burguard I): during the inspection, it was confirmed that the bearing and o-ring were deteriorating. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device is wobbling during use. On follow-up, it was mentioned that the device was vibrating while using on the patient, during a tympanoplasty procedure. There was no delay in the procedure and no backup device was used. There was no patient or staff impact.